Event description:
The reporter stated that the surgeon noticed a capsular tear during phacoemulsification and felt the cc4204bf plate collamer lens could be inserted. After insertion the incision was enlarged to remove the lens and a anterior chamber lens was implanted. A suture was required to close the wound. Surgery was completed.